Event description:
It is reported that the product balloon was inflated with a syringe upon removal from packaging and prior to being inserted in the patient. The nurse was unable to deflate the balloon with the syringe during pre-insertion testing.

Manufacturer narrative:
The device was not used on the patient and was discarded. The nurse inserted another device and there was no harm reported to the patient. Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Note: the lot number was not provided. Therefore, we are unable to determine the specific manufacturing site; however potential manufacturing site numbers are listed below. (B)(4).